Event description:
Additional information received indicates surgical intervention may take place at a later date to resolve the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent an unrelated surgical procedure. Since the procedure, the patient's ipg has been unable to communicate with their external device due to it being inoperable. Troubleshooting attempts have been unable to provide resolution.

Manufacturer narrative:
(B)(4). The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information indicates the patient had their system explanted on an unknown date.